Event description:
It was reported that the hospital had recently converted to b braun secondary sets and the clinician observed that ivpb secondary bags are not infusing at the prescribed rate. The clinician has 2 antibiotics programmed to infuse over 3 hours and 4 hours respectively. However, after about 1 hour the rn noticed the secondary ivpb bag was empty. The pump module said that there was 2 hours left in the infusion, and 73 ml still in the bag, but it was empty. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion - ivpb was not determined because no products or device logs were returned.

Event description:
It was reported that the hospital had recently converted to b braun secondary sets and the clinician observed that ivpb secondary bags are not infusing at the prescribed rate. The clinician has 2 antibiotics programmed to infuse over 3 hours and 4 hours respectively. However, after about 1 hour the rn noticed the secondary ivpb bag was empty. The pump module said that there was 2 hours left in the infusion, and 73 ml still in the bag, but it was empty. There was no patient harm.